Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic and physical evaluation of one device. A visual inspection of the returned photo noted the proximal end of the reload adapter was broken. Visual examination of the staple cartridge noted that the reload was pre-fired. The jaws of the reload were open. There were staples protruding from proximal staple cartridge channel. The proximal end of the reload adapter was broken. Due to the noted damage, functional testing was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic rectosigmoidoscopy, on stapling of the rectum, the surgeon able to press the green button but was not able to squeeze the handle and the device did not fire. The load stacking in the stapler broke due to attempts at firing. They opened a new stapler and a new reload to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. The visual inspection of the returned photo noted no visual abnormalities with the reload. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.